Event description:
It was initially reported that the physician's programming system worked intermittently. The serial cord adaptor had to be held in a certain position to work. It is believed to be an issue with the connection between the serial cord adaptor and the handheld. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device available for evaluation. Corrected data: follow-up reported number #1 inadvertently did not indicate that the device was available for evaluation and the return date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.